Event description:
It was reported that a user on their first day with the ilet experienced hypoglycemia after announcing a usual lunch, with subsequent corrective dosing leading to a low that followed a prior high; the care team advised stepwise oral glucose treatment and later noted rebound hyperglycemia after likely overtreatment with juice, while also noting the user has severe gastroparesis. Symptoms included hypoglycemia with low glucose readings and later rising glucose. Outcomes included transient glucose excursions without hospitalization. Investigation included review of device-reported glucose trends and user-reported intake and treatment, as well as troubleshooting and education regarding stepwise hypoglycemia management and expected early adaptive behavior of the system. Investigation of this case revealed that the corrective algorithm¿s response to a preceding high and the user¿s overtreatment with oral glucose contributed to the low followed by a rebound high, with gastroparesis as a potential confounder of glucose absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.